Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor electrode was shorter than normal. The customer¿s blood glucose was unknown at the time of the incident. The customer calls after removing a sensor, because when he connected the transmitter to sensor, the green led doesn't blink. The sensor will be returned for analysis.